Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were some high rate episodes where there are two brief instances of ventricular oversensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.